Manufacturer narrative:
D10: 320-35-07 - sm sup. /post. Aug glen plate, left: (B)(6), 308-01-08 - 8x80mm distal stem mod cemented: (B)(6), 308-05-25 - distal fixation ring ha 25.5: (B)(6), 308-10-05 - large prox body +0: (B)(6), 308-15-01 - taper locking screw 0: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-32-40 - exp glen, 40mm, for small reverse: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 42 yo male patient, who had a left tsa, underwent a revision procedure due to the patient dislocated again. They removed the base plate, glenosphere, humeral tray and liner and put in hemi head and replicator plate. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. No images were provided. No further information. This is 1 of 3 events for this patient.